Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had atrial fibrillation with rapid ventricular rate and received inappropriate antitachycardia pacing and inappropriate shocks. All programmed therapy has been delivered and the rhythm was not converted. Technical services recommended further evaluation to determine if reprogramming or different medication is required. The device was reprogrammed and currently remains in service. No adverse patient effects were reported.